Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patient's blood glucose levels reached 570 mg/dl while wearing the pod for more than 48 hours on the abdomen. The patient stated at 6 am they immediately felt ill and their blood glucose (bg) level was 338 mg/dl. The patient reported vomiting for two hours and calling the ambulance where they were tested and their bg was then 570 mg/dl. The patient stated they were admitted overnight from (B)(6) 2021 until the afternoon of (B)(6) 2021. They were treated for dka and dehydration. They were treated with insulin and fluids. Pod was discarded.